Event description:
Patient has transverse colectomy in 2007. Patient had fascial dehiscence, noted to be secondary to broken stitch. Returned to or on four days later, for closure of fascial dehiscence.